Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred three years ago from the date manufacturer became aware of the event.